Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window. No unexpected frozen display anomaly was noted during testing. The insulin pump passed the self test.

Event description:
Customer's mother reported that the insulin pump was completely frozen. Caller did not recall any significant events leading up to this issue. Caller reported that the insulin pump's buttons were not responding. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).